Event description:
Reporter noted four cases of endophthalmitis 3+ days post-op at this clinic in 2003. Pt 2 of 4: 8 days post-op pt had tyndall followed by hypopyon. Cultured anterior chamber and vitreous: staphylococcus epidermidis. Treated with intravitreal antibiotics. 2.5 months post-op: va=5/10, parinaud 2; good result. Very good anatomical condition.